Event description:
The pt was experiencing flu-like symptoms including nausea, vomiting, and diarrhea. A motor stall message was noted in the attention dialogue box and confirmed in the event logs. A tube set error message was noted 48 hours later. No recovery message was noted. The pt was admitted to the hospital. The pt reportedly has gall bladder disease and has had several diagnostic imaging procedures including an MRI in 2007. Due to persistant symptoms of nausea, vomiting, and diarrhea the pt underwent a laparoscopic cholecystectomy on the following month. The pt's pump contained prialt fentanyl. No pt treatment or outcome was reported. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received.